Event description:
It was reported that the arctic sun device had a zero-flow problem. Per follow up information received via email on 19aug2024, they repaired the device on the customer site. The problem was low flow and cooling malfunction. They replaced a mixing pump and circulation pump. Per sample evaluation results received via task on 16sep2024, it was reported that arctic sun device had cooling issues found during evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The device was evaluated. The device had cooling issues. Replaced mixing pump. The device passed all applicable testing and is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a zero-flow problem. Per follow up information received via email on 19aug2024, they repaired the device on the customer site. The problem was low flow and cooling malfunction. They replaced a mixing pump and circulation pump. Per sample evaluation results received via task on 16sep2024, it was reported that arctic sun device had cooling issues found during evaluation.